Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 48 mg/dl. The customer stated that the low blood glucose was due to him starting on a diet plan program. The insulin pump passed the self-test. The device will not be returned for analysis.